Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that to his knowledge, nothing had been scheduled yet for this patient. Everything that the rep was aware of came from the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of catheter migration was intrinsic to issue of having medical device in the body. Surgical revision was planned. The event had not been resolved yet, surgery was to be scheduled. The status of the device was reported non-functioning. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient was implanted in (B)(6) and never seemed to receive any benefit from intrathecal (it) baclofen. The hcp continued to titrate dose with no response. They did a catheter aspiration and x-ray and determined that catheter had migrated out of it space. Suspect catheter would be revised in the future but currently not scheduled. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Radiology study and catheter aspiration (date unknown). No surgical intervention occurred and it was unknown if it was planned. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that patient was taken to surgery friday, (B)(6) 2018, for catheter revision, by the hcp. The catheter was successfully revised at the spinal insertion site with an 8782 spinal tip revision kit. New implanted catheter length had a net loss of 6 cm (old catheter length 78.3 cm; new catheter length 72.3 cm). Drug concentration, in the pump, is baclofen 2000 mcg/ml. Pre-op, patient was programmed to the minimum programmable daily dose of 96 mcg/day. Catheter access port successfully accessed, percutaneously, by dr. (B)(6); more than 1cc of csf aspirated to clear catheter. Total priming bolus of 0.210 ml (0.159 ml total catheter volume + 0.060 ml cap tubing volume) was programmed. The hcp programmed the pump to deliver the priming bolus and continued the daily dose at 96 mcg/day. About midnight, the rep was alerted, by his colleague, that the hcp had called to ask that we returned to the hospital to assist in programming the pump to minimum rate as the patient was over sedated and had decreased respiration rate. The hcp programmed the pump to minimum rate ( this was approximately 2am, saturday morning, (B)(6) 2018). The hcp called the rep later saturday morning (about 10am) to inform me that the patient was alert and with normal respiratory rate. No further complications were reported.